Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no medical record review (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
A (B)(6) year old male with a history of an enlarged ventricle with was undergoing his 5th vt ablation on (B)(6) 2019. The patient¿s condition at the time of the ablation was poor, and he was in constant vt. The patient underwent a transseptal puncture, and a navistar thermocool catheter was used for the procedure. The patient underwent mapping and vt induction and subsequent ablation with the smartablate generator using up to 50w of power. Post ablation attempts to re-induce vt with the arrhythmia spontaneously terminating. This was followed by additional ablations. The patient blood pressure was low when he was being paced out of vt. There was no evidence of pericardial effusion or tamponade. The patient expired during resuscitation efforts. The physicians opinion on cause of death is uncertain other than the patient was very sick and his heart was weak.